Event description:
A customer observed a non-reproducible higher than expected vitros trop I es result from a single patient sample when processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample when processed on the vitros eciq immunodiagnostic system. An ocd field engineer replaced the microwell incubator subsystem to return the instrument to expected operation. Following this action, acceptable vitros trop I es performance was observed. The root cause of this event is instrument related.